Event description:
It was reported the lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk bi-ventricular defibrillator, implanted: (B)(6) 2010; product ID 419488 implantable pacing lead, implanted: (B)(6) 2006; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).